Manufacturer narrative:
Patient age, gender, and weight are unknown. (B)(4) for the reported event of balloon material deformation. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two cre balloons used in the same procedure. Manufacturer report # 3005099803-2011-03006 addresses the first cre balloon, while manufacturer report # 3005099803-2011-03007 addresses the second cre balloon. It was reported to boston scientific corporation on (B)(6) 2011 that two cre balloon dilatation catheters were used during a colonoscopy procedure performed on (B)(6) 2011, (patient age, gender, and weight are unknown). According to the complainant, during the procedure, the first balloon was attempted to be inflated, however difficulty was experienced and the balloon did not inflate evenly. Specifically, the top of the balloon inflated while the portion of the balloon in the stricture did not inflate to the maximum desired size. According to the nurse, the balloon looked mushroom shaped. The balloon was removed from the patient. The second balloon was attempted to be inflated and the same issues occurred. This balloon was also removed from the patient. There were no visible leaks or holes noted in either balloon or kinks in the catheter of either device. The procedure was completed with another, non-bsc device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.